Event description:
The account alleged the pt position module alarm could not be heard outside the pt's room. No injury reported.

Manufacturer narrative:
The account replaced the power control board scale to resolve the issue.